Event description:
Attempted implant/not implanted/not used, helix blocked/unable to advance or retract, helix/tine/lobe problem. This was reported during the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted; (B) (4) full lead; helix/lobe distorted/bent; deformation/fracture in 5cm prox section of the inner coil; extension problems.